Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of noise and oversensing on the right ventricular (rv) channel. The device interpreted the oversensing as non-sustained ventricular tachycardia; however, no therapy was delivered. The rv lead was capped and replaced to resolve the event and the patient was stable.